Event description:
It was reported that during an endovascular aortic repair procedure, a guide wire tip fracture occurred. The treatment site was located in an aortic stent graft. The physician advanced the meier guide wire to the target area and no resistance was encountered, however, at some point during the procedure, the four inches of the meier guide wire "frayed off" inside the patient. The detached fragment did not migrate. The physician removed the detached guide wire fragment and successfully completed the procedure with another of the same device. No further patient complications were noted and the patient's status was reported as "ok".

Manufacturer narrative:
.

Manufacturer narrative:
A visual inspection of the returned device revealed that the coils located at the distal tip were severely elongated which suggests that the gold plated tungsten spring coil region of the specimen was constrained during clinical attempt. The core wire was detached from the distal section at the bald weld. The returned sample was analyzed using a scanning electron microscope (sem) which revealed that the fracture site exhibited no material reduction or elongation. Some rounding of the fracture edge was noted. The fracture surface exhibited elongated dimple ruptures in a shear / tear direction. No material anomalies were noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).

Event description:
It was reported that during an endovascular aortic repair procedure, a guide wire tip fracture occurred. The treatment site was located in an aortic stent graft. The physician advanced the meier guide wire to the target area and no resistance was encountered, however, at some point during the procedure, the four inches of the meier guide wire "frayed off" inside the patient. The detached fragment did not migrate. The physician removed the detached guide wire fragment and successfully completed the procedure with another of the same device. No further patient complications were noted and the patient's status was reported as "ok".